Manufacturer narrative:
Siemens healthineers filed initial MDR 2432235-2026-00074 on 2026-03-11. Additional information received on 2026-03-20: siemens healthineers reviewed the information provided and data obtained. Siemens healthineers replaced the transformer, dc (direct current) power supply, ups (uninterruptible power supply), and damaged luminometer components. The customer is operational and the behavior resolved via routine troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect updated investigation findings and investigation conclusion codes and component code.

Manufacturer narrative:
A united states customer contacted siemens and reported the observation of smoke for the immulite 2000xpi, serial number (B)(6). A customer service engineer (cse) went on site and checked ac power distribution board's 5 fuses and found one that is open. The cse replaced the broken fuse. He turned on ups and measured voltage and it is at 219.9v. The cse made sure transformer is set to 220v. He turned on instrument and ups beeps stating that load short-circuited. Ups also did an auto shot downed. He was unable to read test points on other boards due to instrument does not have any power because ups shutdown. Siemens continues to investigate.

Event description:
The customer contacted siemens and reported the observation of smoke, smell of smoke for the immulite 2000xpi, serial number (B)(6). There were no reports of injuries related to this event.